Manufacturer narrative:
Product analysis: it was confirmed that the output connector assembly was broken. The hanger assembly was found to be broken. The battery drawer was found to stick on the lower case. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken connector ports. The epg was returned for service. There was no patient involvement.